Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Per the customer's healthcare provider (hcp) via a review of the pump data and information from customer's family, the customer experienced an ongoing elevated blood glucose (bg) level of over 400 mg/dl after an infusion set site change on friday, (B)(6) 2023. Reportedly, customer also received a vaccine on (B)(6) 2023 and did not feel well, resulting in vomiting. It was reported that insulin delivery with the pump was resumed following the cartridge change; however, the pump subsequently shut off on (B)(6) 2023. The customer was found deceased on (B)(6) 2023. An additional review of pump data will be performed, and the results will be submitted in a supplemental report.